Event description:
Philips received a complaint on the intellivue mp5 indicating that there was an nibp measurement value problem. The device was not in clinical use at the time of the event. No adverse event was reported.

Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. The following functional tests were performed: the city metrology institute came to the hospital's pediatric department to conduct regular calibration of the patient monitoring equipment. During the calibration, it was found that the measurement values of the child's blood pressure by the equipment had errors. The error value for diastolic blood pressure, the repeatability of which was 4.72 mmhg, was already greater than 3 mmhg. The issue was not confirmed by philips. The blood pressure module was repaired by the hospital equipment department and the equipment resumed normal use.